Manufacturer narrative:
B5 - additional information received d.6b - explanted date received additional codes - updated h6 - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the revision surgery to remove this cage has been performed (B)(6) 2024.

Manufacturer narrative:
Additional codes updated. Radiographic image review comments were given as l4-5 transforaminal lumbar interbody fusion (tlif). On left panel, cage is positioned in the interbody cage. On right panel, graft is migrated posteriorly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had a spinal thera py. It was reported that on the one year follow up xray it was noted that the catalyft cage had migrated posteriorly from the disc space into the spinal canal. The cage has migrated over time. Cage was the smallest available and was not very expanded at the time of surgery due to the space. Patient would need revision surgery to fix this. There were no patient symptoms reported. There were no further complications reported regarding the event.